Event description:
The customer stated a vrtx 0002 in task 40 error occurred while running an amphetamine assay on the axsym analyzer. The customer had modified the amphetamine cutoff values. Power was cycled and the amphetamine assay was uninstalled and reinstalled to resolve the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.